Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump¿s button had issues like sticking and insulin alarmed for motor error. Customer¿s blood glucose was unknown at time of incident. Customer stated that insulin pump had grinding noise during rewind and customer have to change battery more frequently also had no delivery alerts which impacted performance of insulin pump. Insulin pump will not be returned for analysis.